Event description:
Patient was receiving hypertonic saline at 60ml/hr. Noticed while adjusting pumps/changing fluid bags that pump was "stopped." I was alarmed, because I had not stopped it. I pressed start, but nothing happened. I pressed "a/b" to go to programming screen. Attempted again to verify and start infusion, but screen remained at "stopped."